Event description:
This report is based on information provided by the remote service engineer rse and is currently under investigation by the philips complaint handling team. Philips received a complaint on the tempus pro indicating the device pin of the power supply connector is defective and impossible to load the device. The device was not in use at the time of the event, no impact to patient.